Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2016 that a loss of connection between the transmitter, receiver, and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/31/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and resulted in a failure as the unit had no voltage. The share log was reviewed and resulted in signal loss on issue date. The customer complaint of loss of connection was confirmed. The root cause could not be determined.